Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with spondylolisthesis diagnosis was surgically treated with uss mis on (B)(6) 2013. Reportedly after a couple t-handle reduction slow turns, the threaded tip of the reduction tool broke off and the piece became stuck in the schanz screw. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The tip of the reduction tool for spondylolisthesis was broken. The macroscopic assessment of broken instrument revealed a fracture surface at the first convolution of the thread. At the lateral view the thread showed slightly plastic deformed in the axial direction. At the center of fracture area irregularities could be documented (probably initiated by a slightly elongation before fracture). The fractographic examination by scanning electron microscope (sem) revealed a fine dimple structure on the entire fracture surface. This is an unequivocal indication of a ductile forced fracture mechanism. The slightly axial plastic deformed structure of the fracture area could be the result of the elongation of the material from the instrument a sign for a ductile deformation of the material before breakage. The microstructure and hardness of the used material was examined in a cross section and found to be according to the standards. There were no evident for irregularities (i.e. Nonmetallic inclusions, etc) or signs of brittleness. The cause of device damage was not due to the material non-conformance. The present investigation could not work out a root cause due for this complaint. Placeholder.